Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed an unknown fault code and prompted to "realign patient." Based on the functional testing and archive data review, the customer reported unknown fault code and realign patient prompt was determined to be user advisory (ua) 02 (compression tracking error) message. The root cause of the reported complaint was a wide brake gap that could not be adjusted, likely attributed to a failed drive train motor. Upon visual inspection, unrelated to the reported complaint, noted a hairline crack across the screw well area of the front enclosure. The root cause of the observed physical damage was likely attributed to mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua02 (compression tracking error) on the reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, further review of the archive indicated several ua17 (max motor on time exceeded during active operation) messages around the reported event date. The autopulse platform failed functional testing due to ua02 being displayed after 2 minutes of operation, thus, confirming the reported complaint. The failed (non-adjustable wide 0.014 brake gap) drivetrain was causing uneven pressure to the load cells triggering a ua02 message. The drive train motor was replaced to address the ua02 and ua17 messages. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a cardiac arrest patient. During the compressions, the autopulse platform displayed an unknown fault code and prompted to realign patient. Immediately the crew reverted to manual CPR. No harm to the patient.